Event description:
It was reported that the bronchovideoscope's image guide was broken. There was no report of patient harm. The device was returned, evaluated, and the connecting tube had a peeling coat (1mm 2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the connecting tube was snaking and dented. In addition to the connecting tube's peeling coat, other evaluation findings are as follows: the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the light guide bundle had breakage; the illumination was uneven due to breakage of the light guide bundle; the light illuminated from the light guide was noticeably dark due to dirt on the light guide bundle; and the forceps could not be inserted due to a crushed channel tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely peeling was caused by stress of repeated use, external factors, or handling of the device. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.3 ¿inspection of the endoscope¿. 4. ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects.¿ olympus will continue to monitor field performance for this device.